Manufacturer narrative:
One used burr was returned for evaluation. Visual inspection identified that the inner blade showed evidence of contact with the base of the outer tube during rotation. This typically occurs when an excessive load is applied to the device during use when the outer blade deflects and causes a reduction in the gap between the inner and outer blade. A review of the device history record was performed which confirmed no inconsistencies. After evaluation a root cause for the reported incident was found to be user error. (B)(4).

Event description:
Shedding/flaking (B)(4). During a hip arthroscopy and removal cam lesion, while burr being used in patient, metal shavings coming off into hip. Shavings removed with shaver, secondary device on hand used to complete procedure. Customer requests entire lot to be replaced. No patient injury and no significant time delay reported.